Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is no sound and no loudspeaker error from the mp30 monitor. No pt harm was reported.